Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that her daughter was hospitalized and because of that her blood glucose was unstable. Customer was having trouble with the sensor due calibrate errors. Customers blood glucose was 40 mg/dl. Troubleshooting was not performed. Product is not expected.